Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported intermittent battery failure which was not reproduced. Intermittent battery failure was verified through a visual inspection, which found the symptom to be caused by depressed contacts pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent battery failure and display went blank. There was no known patient injury or medical intervention associated with this event. No additional information is available.